Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure alarms. Lysis protocol was performed and the purge flow stabilized. Later, suction alarms occurred and the pump was found to be positioned deep in the left ventricle. The pump could not be repositioned. The patient was weaned and explantation was planned.

Manufacturer narrative:
Section d6b, date of explant has been added. No product or logs were returned for evaluation. The cause of the difficulty to open/close catheter anchor could not be determined as no product was returned for evaluation. The cause of the high purge pressure could not be determined as no product or log were returned for evaluation and limited clinical details were provided. The cause of the pump suction could not be determined as limited clinical details were provided and no product or logs were returned for evaluation. The cause of the device positioning issue could not be determined as limited clinical details were provided as to how the pump came out of position. The pump passed all post inspection checks.